Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced gastrointestinal bleed on (B)(6) 2018. No additional information was provided.

Event description:
It was reported that the patient had a nosebleed that was treated with cautery. The patient was discharged home but went to clinic for a scheduled visit for lab. Hematocrit was noted to be 19%, prompting readmission to the hospital for suspected gastrointestinal (gi) bleeding. The patient was transfused. On (B)(6) 2018, the patient was taken to the gi lab for push enteroscopy, which showed active pressure bleeding in the 2nd, possibly 3rd portion of the duodenum, but because of the nature of the bleeding they were not able to do any significant interventions. Later the same day, the patient was taken to the interventional lab where a mesenteric arteriogram was performed during which the gastrodoudenal artery was embolized coils with no further bleeding reported. The patient was placed on octreotide at the time of admission and had continued after the procedure for several days to ensure that the hematocrit stabilized. The patient did require additional transfusion over the 1st few days after this admission. There was a several day delay in restarting the patient's anticoagulation out of concerns for possible rebleeding. The patient continued to have issues with a drop in hematocrit despite the procedure that was performed early on in the admission prompting the rescheduling of an endoscopy to further evaluate the duodenum. On (B)(6) 2018 a push endoscopy was performed with gi lab where an arteriovenous malformation was treated with cautery, epi and clip. After this procedure, the patient had no recurrent bleeding, hematocrit stabilized and anticoagulation was restarted with the discontinuation of the octreotide. On the date of discharge, international normalized ratio (inr) was noted to be 1.9 and hematocrit was 24.5%. There were relatively no changes in medications. The patient was continued on low-dose coumadin with a goal inr of 1.8-2.2.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.